Event description:
This event occurred outside of the us, in (B)(6). According to information received as of nov. 11, 2021, a female patient was injected on (B)(6) 2021, with 0.5 ml of teosyal rha 4 (tpul-210427b0) into both lips areas. Approximately 3 months post-injection, on (B)(6) 2021, the patient presented with multiple granulomas on the vermilion border lines of the lips. The patient had undergone a biopsy which, on (B)(6) 2021, confirmed the presence of granulomatous reaction to extraneous matter. As a corrective action, the patient received the following treatment: an anti-inflammatory agent including; corticosteroids; (dacortin 30 mg), glucocorticoid; (prednisone 5 mg); triamcinolone acetonide (trigon), accompanied by hyaluronidase injection (unknown iu). On (B)(6) 2021, it was reported that the symptom has partially resolved. On nov. 29, 2021, we were informed that after the corrective action implemented by the injector, the symptom has subsided completely and the patient is well. Moreover, we were informed that the injector did not need the advice of a local medical expert from teoxane for the management of this case.

Manufacturer narrative:
Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. Appropriate medicla treatment t generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.